Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 6 was intermittently not registering as being close. The field service engineer recovered most drawers and cubies, reconfigured smart drawers after several attempts, and cleaned the electronics drawer, communication sled, and power supply area. Loose drawers were checked, drawer cables were reseated, and debris was removed from the back panel. After repair, all drawers and cubie pockets were tested using the hardware test application and confirmed to be working. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 had been rebooted several times and screen had kept freezing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.